Manufacturer narrative:
(B)(4) anterior subcapsular, (B)(4) secondary. (B)(4) evaluation: conclusion: (no conclusion can be drawn): based on the complaint history, a specific root cause of the event cannot be determined. (B)(4).

Event description:
It was reported that the surgeon implanted an icm125v4 12.5mm implantable collamer lens in the right eye (B)(6) 1998 and an anterior subcapsular cataract was noted on (B)(6) 1999. The lens was removed on (B)(6) 2002 and replaced with a iol.